Event description:
It was reported that occlusion alarms occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Additionally, it was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was in 149-154 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.